Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient stated, she is having pain and discomfort at her ipg site. The patient also stated, her ipg is superficial and is protruding out of the skin. In addition, the patient stated, she has fallen on multiple occasions and she has gained weight. Subsequently, the patient will undergo surgical intervention as the next course of action. It was noted, the patient does have effective stimulation therapy.